Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician completed the pulmonary vein isolation (pvi) for the patient utilizing a boston scientific (bsc) pulsed field ablation (pfa) and opal system. There was a known trivial effusion pre ablation. Following ablation completion, the physician used another unknown guidewire to attempt to exchange the versacross sheath for the was sheath into the left atrium as well as attempted to get a non-bsc bsw 2d acunav catheter into the left atrium under advisory with intracardiac echocardiography (ice). There was poor visualization of the guidewire and access into the left atrium was unachieved following multiple attempts to advance. The physician was then notified of the patient's blood pressure rapidly decreasing and immediately sweeping for effusion, that was visually larger by mass number. The patient's blood pressure was treated and immediately the physician performed pericardiocentesis and more than 700ml of bright red blood was drained. The patient was monitored in the intensive care unit. The patient's vitals were stable, and the effusion subsided and the patient was discharged. It was further reported that the was trusteer sheath was in the body but was not successfully crossed into the left atrium per visual ice guidance and fluoroscopy. During exchange over a wire was when the pericardial effusion began to be visual.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician completed the pulmonary vein isolation (pvi) for the patient utilizing a boston scientific (bsc) pulsed field ablation (pfa) and opal system. There was a known trivial effusion pre ablation. Following ablation completion, the physician used another unknown guidewire to attempt to exchange the versacross sheath for the was sheath into the left atrium as well as attempted to get a non-bsc bsw 2d acunav catheter into the left atrium under advisory with intracardiac echocardiography (ice). There was poor visualization of the guidewire and access into the left atrium was unachieved following multiple attempts to advance. The physician was then notified of the patient's blood pressure rapidly decreasing and immediately sweeping for effusion, that was visually larger by mass number. The patient's blood pressure was treated and immediately the physician performed pericardiocentesis and more than 700ml of bright red blood was drained. The patient was monitored in the intensive care unit. The patient's vitals were stable, and the effusion subsided and the patient was discharged. It was further reported that the was trusteer sheath was in the body but was not successfully crossed into the left atrium per visual ice guidance and fluoroscopy. During exchange over a wire was when the pericardial effusion began to be visual.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038003292. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required, hospitalization, intensive care) and hypotension (medication required). Risk review a risk review was completed and confirmed that the events of pericardial effusion and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician completed the pulmonary vein isolation (pvi) for the patient utilizing a boston scientific (bsc) pulsed field ablation (pfa) and opal system. There was a known trivial effusion pre ablation. Following ablation completion, the physician used another unknown guidewire to attempt to exchange the versacross sheath for the was sheath into the left atrium as well as attempted to get a non-bsc bsw 2d acunav catheter into the left atrium under advisory with intracardiac echocardiography (ice). There was poor visualization of the guidewire and access into the left atrium was unachieved following multiple attempts to advance. The physician was then notified of the patient's blood pressure rapidly decreasing and immediately sweeping for effusion, that was visually larger by mass number. The patient's blood pressure was treated and immediately the physician performed pericardiocentesis and more than 700ml of bright red blood was drained. The patient was monitored in the intensive care unit. The patient's vitals were stable, and the effusion subsided and the patient was discharged.